Event description:
It was reported that a patient underwent hip surgery on (B)(6) 2012 and suture was used. The suture broke when removing it from the foil. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. Conclusion: one opened crumpled foil pack with paper folder containing suture in powder form and needle separated was received as complaint sample. Device was unable to be evaluated.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.